Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) during testing in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was reproduced. A review of the event history log revealed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluator found the upstream thermistor failing. Ultrasonic sensor requires replacement.. Should additional relevant information become available, a supplemental report will be submitted.